Event description:
Reporter alleged obtaining discrepant blood glucose values of 207 mg/dl, 115 mg/dl, and 139 mg/dl, back to back with a result of 99 mg/dl when testing was performed within 10 minutes on the compact system. Reporter stated that at a different time other comparative tests of 152 mg/dl and 306 mg/dl were performed back to back with a result of 138 mg/dl within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.